Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection and inappropriate treatment. It was further reported that the device detected episodes of ventricular fibrillation; however the investigator indicated the episodes were sinus rhythm/pace rhythm. The device remains in use. It was also reported that the product performance data was reviewed and classified as noise. The right ventricular lead remains in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).